Event description:
It was reported that the colonovideoscope displayed scope communication error code e216. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: light guide lens had foreign objects. Based on the results of the investigation, a probable root cause of the customer's allegation could not be identified. Regarding the foreign objects on the light guide lens, the identity and a definitive root cause of the foreign material remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.